Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) of 405 mg/dl. The cause of bg level was unknown. Customer went to the emergency room and was treated with a manual injection of insulin to resolve the issue. Customer was released 10 hours later with no permanent damage.